Manufacturer narrative:
An inspection performed by a baxter technician noted that a visual and physical inspection on all the customer¿s stretchers was conducted for any failure on all siderails (left, right), handles and latches, and no device malfunction was identified. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Per the baxter service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. In this event, the customer did not provide the necessary information to determine the severity of the reported injury. There was no indication that the reported injury was serious in nature, and there was no report of required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Therefore, this event will be assessed as non-serious injury. The use of the device has possibly caused or contributed to the reported non-serious event. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of siderail collapsing were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
On 10-oct-2025, a customer contacted technical service to report that procedural stretcher frame (product code p8000h004593, serial number not provided), to report they had "side rail collapse that have caused 2 injuries with paediatric ed stretchers". During follow-up, the customer stated that the injuries were likely caused by "poor parental supervision" when the children were playing with the siderail latch resulting in hand/finger injuries. The customer was unable to provide details of any injury severity or whether medical intervention was required and was ultimately referred to the facility¿s risk manager. However, despite multiple attempts to contact the risk manager, there was no response, therefore, no further information regarding the reported injuries could be obtained.